Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient's left hip was revised approximately fourteen years post-implantation due to elevated metal ion count.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of surgical notes provided. Surgical notes of the revision surgery stated that patient underwent revision of left hip due to metallosis, elevated metal ions and pain. Upon entering the wound, metallosis was noted and was debrided by synovectomy. Assessment of the acetabular cup determined that the cup was well place in good position with no signs of loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately fourteen years post-implantation due to elevated metal ion levels. During the procedure, the femoral head was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately fourteen years post-implantation due to elevated metal ion levels. During the procedure, the femoral head was removed and replaced. No additional patient consequences were reported.